Event description:
It was reported that during the implant procedure, the atrial lead was difficult to position. It was noted that the patient had a very small atrium and the physician had trouble getting the tip to turn for the right atrial septal positioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).